Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3278 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported when the patient was hospitalized in our hospital on (B)(6) 2020, due to poor peripheral veins, a central venous catheter was inserted through the peripheral vein. On (B)(6) 2020, the patient was hospitalized in the seven wards of our hospital for 2 days due to repeated coughing. After this admission, when the intravenous infusion was about to be performed, the nurse on duty found a leak at the puncture point when flushing the PICC tube. A closer inspection revealed a rupture in the catheter. Since the PICC tube is generally valid for one year, considering that the patient has been used for a short time, the head nurse decided to sterilize the puncture site, and then withdraw the PICC tube 3cm, subtract the leaking part of the catheter, and then reconnect it with the connector purchased by the family again. Use after connecting the connector. Afterwards, the patient needs to take pictures to check the position to determine the validity period of the tube. In this event, the rupture of the catheter may lead to the risk of patient infection and greatly reduce the life of the catheter.